Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left capsular contracture; baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 300cc mentor memorygel breast implant on both sides and experienced left side capsular contracture; baker grade unknown, and right side breast implant rupture postoperatively diagnosed after physical exam. As a result, the patient underwent bilateral explantation and replacement with catalog number 3507300mc; serial number 9656304-027 on the left side, and with catalog number 3507300mc; serial number 9662819-008 on the right side on (B)(6), 2022. This medwatch report is for the patient¿s left-sided device.